Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that there was bilateral intracapsular rupture without evidence of extracapsular rupture accompanied with pain. Explantation scheduled for (B)(6) 2019. Patient indicated that she will have the surgery in mexico. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with mentor memorygel 500cc silicone breast implants which patient reported tender to the touch and sharp poking pain in both breast. Patient is tired all the time after implantation .even though we have not received information regarding explantation or an expected explantation date, removal and replacement with silicone implants was indicated. This report is for the left side.